Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
It was reported that air got mixed in the one lumen with the red hub which had been used only for taking a blood sample. It was stated the operator tried to remove air and replaced the cap of the hub with another one, but air still became mixed. Reportedly, during taking a blood sample, air became mixed into a syringe as well. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that air was mixing in the lumen due to a defect in the device is unconfirmed. However, bubbles during aspiration were found as reported. The device returned was one d/l groshong PICC. Visual observation found a clamp mark or similar on the red lumen extension leg and a narrowing in the catheter tubing under tensile stress between the 48-cm and 49-cm depth marks. The valve of the red (proximal) lumen was found to have residues just inside, indicating that not all blood had been flushed out of the device. No holes or cracks were found visually in the catheter or in the red connector. Functional testing found that when both lumens of the catheter were flushed and aspirated under water, bubbles would form during this aspiration. This shows that this air did not enter the catheter from the outside. While infused with air while underwater, no leak was found. In addition, when the catheter was flushed out of the water no leaks were found, even when the distal end was clamped. The bubbles reported may have been due to air trapped within the device and/or dissolved air coming out of the aspirated fluid due to the low pressures present during aspiration, or may have been the result of a poor connection (e.g., with the syringe). A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that air got mixed in the one lumen with the red hub which had been used only for taking a blood sample. It was stated the operator tried to remove air and replaced the cap of the hub with another one, but air still became mixed. Reportedly, during taking a blood sample, air became mixed into a syringe as well. No patient injury was reported.